Event description:
It was reported that the everview 7500 pro had an issue with the c-arm break. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The c-arm break was adjusted. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.